Event description:
It was reported that once the intra-aortic balloon (iab) was inserted, the arterial pressure waveform could not be obtained. The fiber optic sensor was unplugged and reconnected several times, but the issue did not resolve. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete event site name: (B)(6) medical center. Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint#: (B)(4).

Event description:
N/a.